Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. D4: batch # u93n4x. Investigation summary: the analysis results found that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H2: additional information received: "the oversewing was to control he bleeding because the clips did not work."

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that during a sleeve gastrectomy, clips were scissoring and did not clip on. Had to over sew to reinforce the staple line since the clips did not work. Case was completed successfully with no patient complications.